Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy. The customer stated the pt had to keep open (tko) line and antibiotic (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.